Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side "pain and hardening in the breasts and late-seroma". Healthcare professional, later reported, capsular contracture, baker grade iii. Via ultrasound and MRI. Device remains implanted.